Event description:
Additional information was received that the high out of range impedance measurements continue to be an ongoing issue. The physician will continue to monitor this patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. The cause of the out of range impedance measurement was not determined. The physician will continue to monitor this patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.